Event description:
The customer reported that she went to the pool while wearing the insulin pump and the device is alarming button error. The customer stated that she has not seen the doctor yet since she had her baby and does not have any supplies. About two months later, the customer called back and stated that she went to the hospital due to high blood glucose of 396mg/dl and mild diabetes ketoacidosis. She mentioned that the insulin pump alarmed no delivery. Assisted the customer to perform the prime test and the insulin did exit. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device was received with intermittent buttons due to corroded keypad traces. Unable to confirm the alarms. No traces of moisture were noted at the electronic or motor assemblies. The unit was received with cracked battery tube threads, and scratched window.